Event description:
Related manufacturer reference number: 2017865-2024-34140 during an in clinic follow-up, the device was interrogated and found to be in an unexpected reset. A firmware download was performed to resolve the event. The patient was stable.